Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it seemed like the insulin pump was not delivering insulin as she was experiencing high blood glucose over 500 mg/dl. Customer was not hospitalized. Troubleshooting was not performed as the call was disconnected.